Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient was implanted with an scs system and the patient was released to home. Later that day the patient reported he was in pain and had difficulty moving his legs. The patient went to the hospital and was admitted. An MRI revealed the patient had a hematoma at the lead site. The patient spent one day in the hospital. The physician treated the patient, the hematoma resolved and the patient was able to walk. Follow-up revealed the patient's issues were resolved.